Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot ml5094, and no non-conformance's were identified. Investigation summary: it was reported performance breakage needle. An opened box with unopened samples of product code y416, lot # ml5094 were received for evaluation. The complaint sample was not received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance breakage needle were found. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? Were x-rays taken to locate the needle piece(s)? Was the needle piece(s) retrieved during the same procedure? Does a piece of the needle remain in the patient¿s tissue? What tissue structure is it located? Size of the needle piece retained are any plans in place to remove the needle piece in future? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient?

Event description:
It was reported that a patient underwent a hysterectomy on an unknown date and suture was used. During the procedure, the suture tip broke. There were no adverse patient consequences reported. Additional information has been requested.